Event description:
Related to mfg. Report no.: 2183959-2014-00535. It was reported that following the implantation of an elevate pc anterior, the patient experienced a moderate hematoma, presenting with fever and "feeling of abdominal pressure." Oral antibiotics were administered on (B)(6) 2014 and intravenous antibiotics were administered on (B)(6) 2014. Surgery was performed on (B)(6) 2014 for drainage and irrigation of hematoma. The event was reported as resolved as of 02/07/2014. No additional patient complications have been reported in relation to this event.